Event description:
It was reported that the implants at tooth sites #22, #30, and #19 failed due to peri-implantitis.

Manufacturer narrative:
Zimvie complaint number (B)(4). Multiple reports are being submitted for this event. A4: patient weight unknown / not provided. D4: device UDI number unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. This supplemental is being reported as retraction since this event was initially created/submitted to FDA under the wrong submission site zimmer dental on (B)(6) 2025, with MFR number 0002023141-2025-02318. After new information received on september 9, 2025, it was determined that this complaint corresponds to FDA submission site pbg-3i. A new report was be submitted on october 8, 2025, under 0001038806-2025-02364.